Event description:
In 2002 the pt was admitted to the hospital for evaluation of colovaginal fistula and underwent extended low anterior resection with coloproctoisopy, mobilization of splenic flexure, omental pedicle graft, looped size 1 absorbable suture was used beginning at each pole of the incision and tied in the middle. Pt was discharged 10th day. In 5/2002, the doctor performed a colonscopy to screen for colon neoplasm and reported a normal appearing colon, sp sigmoid resection. The following day, the pt underwent a routine ileostomy reversal in which interruptured size 1 absorbale sutures were used for closure. Reportedly, in subsequent visits to the physician's office multiple large swollen and infected areas were noted at the site where the absorbable sutures had been used. The doctor attempted to treat them with irrigation and packing, but was unable to resolve the condition. The pt irrigated their wounds with peroxide at home and continued with dressing changes several times per day. On about 3 months later the pt was re-admitted with the chief compaint of suture granuloma and underwent outpatient surgery for excision of suture granuloma. Post operative pathology reportedly showed granulation tissue and various infiltrates of acute and chronic inflammatory cells. Subsequent infection reportedly occurred at the suture sites which were treated with irrigation and packing and medications. The pt also continued to do at home irrigation with peroxide and dressing changes several times per day. In 2003 the pt was again admitted for suture granulomas at the fascial closure site. Additionally, it is reported that the site of the ileostomy closure was not healing. The suture granulomas were excised and it is reported that the pathology reports were similar to the previous pathology reports.